Event description:
A customer reported experiencing alarm 2 and alarm 26, indicating issues with an occlusion. However, there was no adverse impact on the customer¿s blood glucose level, which did not exceed 500 mg/dl. The customer resolved the problem by changing the infusion set and cartridge, after which insulin delivery was resumed.